Manufacturer narrative:
Surgeon provided 3 month follow-up xray that indicates non union of the first distal phalangeal joint. Two 12mm clips were used in the initial surgery. Based on xray review one, possibly both clips are broken in the bridge/shoulder area. Surgeon indicated potential patient non compliance may have contributed to event. Revision surgery is expected, but no revision surgery date has been provided. Based on investigation by company, there is no evidence to suggest device is out of specification. Based on investigation and patient variables no conclusion can be made at this time. Devices not returned.

Event description:
Patient age is unknown or not disclosed. Surgeon provided 3 month xray that shows a non union of the first distal plangeal joint. Joint was initially fixated with two clips. One or both clips appear to be broken revision surgery is expected, but no date provided.